Event description:
It was reported that insyte autoguard gn 18ga x 1.16in catheter broke. The following information was provided by the initial reporter: material no. 381444 batch, no. 9212030. It was reported that catheter broke off right after the IV was inserted and the needle was retracted. Verbatim: catheter broke off right after the IV was inserted and the needle was retracted. No patient harm. Nurse was able to remove the catheter and made sure it was intact.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit in three portions: catheter tubing, green adapter, and needle/ hub assembly with the needle fully retracted within the safety barrel. During the visual/microscopic examination it was observed that the catheter wedge appeared to have backed out of the adapter, confirming your reported defect. No apparent damage to the wedge or tubing was noted. This defect has been linked to the manufacturing process and corrective actions have been initiated to address the issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in catheter broke. The following information was provided by the initial reporter: material no. 381444, batch no. 9212030. It was reported that catheter broke off right after the IV was inserted and the needle was retracted. Verbatim: catheter broke off right after the IV was inserted and the needle was retracted. No patient harm. Nurse was able to remove the catheter and made sure it was intact.